Manufacturer narrative:
The device was not returned to the manufacturer, but the issue was resolved on site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than on hour. It was reported that the site was unable to connect to the navigation device with the imaging device. The surgery was completed without the use of navigation and there was no impact on patient outcome. Later on, the site tried connecting the system with another navigation device and experienced the same issue. The manufacturer representative (mr) reported that the spin did not gave a "nav" tag associated with it, which explains why the spin did not transfer to the navigation device. The mr was able to take a spin and transfer it to the navigation device with no issues.

Manufacturer narrative:
The procedure type was provided by the site. The last name of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure performed was a lumbar fusion procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient 1 - medtronic representative present total number of people in or unknown estimated absorbed or effective dose information is not available.